Event description:
It was reported that the small battery drive device was not working. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Additional narrative: the manufacturer location was documented as (B)(4) in the initial report. The location has been updated to unknown. Additional information: device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the unit had no power. Therefore, the reported condition was confirmed. It was further determined that the electric motor was damaged, control unit was not functioning properly, coupling head, gears components and seals were worn. The assignable root cause was determined to be most likely due to wear on electronic and mechanical components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.